Event description:
One touch profile meter was reading inaccurately high compared to thier feelings/normal readings. The reporter mentioned that they would obtain results such 30 mg/dl and 120 mg/dl, with no apparent symptoms of high or low blood glucose levels. The patient had contacted thier physician and was loaned a different type of meter. No further treatment was sought. The customer service representative walked the reporter through 2 consecutive check strip tests and all three prompted the error 2 message. No further troubleshooting was performed. The patient neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the reporter, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and expired control solution were replaced.